Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any information that would allow us to further our investigation of lot number. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR.

Event description:
Our office in a foreign country received information that a female patient experienced acanthamoeba keratitis while she was including complete moistureplus in her lens care regimen. Patient has recovered. We are attempting to obtain further information.